Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined. However, the customer was provided with the po for the mainboard prior to placing the parts order. An order was placed and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault and that one of the transducers would not calibrate at all. The customer confirmed that there was no patient associated with the reported event.